Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 8.5 mmol/l. Customer also mentioned absence of no delivery in the past. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to excessive motor axial play. Unable to confirm motor error alarms and perform prime/a33, basic occlusion, occlusion and excessive no delivery alarm tests due to a33 alarms. The insulin pump has broken reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker, cracked case near display window corners and missing reservoir tube lip o-ring noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.